Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the screw broke at base of head. There were no patient complications as a result of alleged event. Screw was being removed because patient had an infection.

Manufacturer narrative:
Product analysis: the bone screw has broken just under the head. A microscopic review of the fracture surface show fa lines through almost the entire fracture face. These fatigue lines are consistent with cyclic fatigue. It is noted that the mas was at or near full angulation which could have increased the pressure placed on the bone screw. X-ray image review: post op x-ray for t2- fusion provided. By report one of the screw heads is broken. It is not obvious on the provided images. If information is provided in the future, a supplemental report will be issued.